Manufacturer narrative:
Product returned date: (B)(4) 2011. Expiry date: 2012-03. Manufacture date: 11/02/2010. Asp investigation summary: the investigation included a review of the device history, trending by product line and lot number, failure mode and effects analysis and the health hazard analysis. The DHR (device history record) review did not reveal any issues that would lead to positive bi. Trending analysis for the product code of 'suspected positive bi' demonstrates there was no significant trend. Trending analysis by lot number 306107 revealed no other incidents were reported. The fmea (failure mode and effects analysis) reveals that the rpn for this issue is at an acceptable level. The hha (health hazard analysis) was reviewed for this issue and the risk index is considered none/negligible. The customer complaint of suspected positive bi was confirmed for the processed RMA bi because the media fluid was yellow. However, the issue was not confirmed for the twenty-three (23) unused RMA bis, as functional analysis demonstrated no growth following sterrad 100s processing and 24 hours of incubation at 55-60 c. Additionally, the dispatched fse found no issue with the sterilization unit. Since testing confirmed that lot 306107 meets functional requirements, and the field service engineer confirmed no issues with the sterrad® 100s unit, the cause of the positive bi does not appear to be related to product malfunction. The exact cause cannot be definitively concluded as additional information was unavailable (e.g., load compatibility). The load was not recalled. There is no injury alleged as a result of this incident. As there is no trend of this issue, no further action is required.

Event description:
A customer reported a suspect positive cyclesure 24 biological indicator (bi) after a completed cycle in their sterrad 100s sterilizer. The load was not recalled successfully. There are no reports of injury or harm from the event. The load contents contained one tur device, one vitreum set, and one bipolar code. It was reported that the customer followed the IFU. The cyclesure 24 biological indicator (bi) was placed on the lower bottom rack. The result for the previous and subsequent bi results were negative. At this time, no additional information is available regarding this event. If additional information is received, a supplemental medwatch report will be submitted.